Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., g.1., h.3., h.6. Device evaluation visual analysis of the returned device identified: crease flat, wear abrasion, and an opening on anterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is: - a crease smooth opening on anterior assessed as fold flaw opening.